Event description:
The hospital reported a malfunction of the adjustable pressure limit valve resulting in a loss of manual ventilation during a case. There was no patient injury.

Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Customer contact reports no patient information available. (B)(4).

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system but did not confirm the reported issue.